Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, since the report of "abnormal image" could not be confirmed, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in the following section: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A technician inspected the device on site and could not reproduce the error. This device has been returned for evaluation and has been repaired. Upon inspection, this device failed in overall appearance: connector cover had a crack, adhesive on bending section cover was detached, and the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that during an unknown procedure, this evis exera iii colonovideoscope had presented image loss (error216) resulting for the intended procedure to be aborted. The device, as reported, works during preparation. During examination, the error appeared on two 190 systems but all other endoscopes function without error on both systems. The device was blocked for further use. There were no reports of patient or user harm associated with this event.